Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection could not confirm the customer reported issue, no cracked lens was found but the image is obstructed, there is debris under the eyepiece window. The inspection noted the rigid outer tube is bent at the proximal end. There are dents on the distal tip with fiber breakage. No moisture was observed in the optical system. Olympus followed up with the customer to obtain additional information but with no results. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request that the customer autoclavable telescope has ¿cracked lens¿. The customer reported problem was found at procedure. The intended procedure was completed using another scope. No device fragment fell into the patient. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the detected error patterns point to a cause of excessive use. Olympus will continue to monitor field performance for this device.